Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold and high impedance were noted on the right ventricular (rv) lead. In addition, the helix did not work as expected. The lead was explanted and replaced. There were no patient consequences and the patient's condition was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended/stretched and clogged with dried blood tissue. X-ray inspection revealed helix damage. The reported event of helix would not extend/retract was confirmed. Unable to perform helix extension/retraction mechanism test due to the condition in which the lead was received. The reported events of inadequate capture and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.